Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by the customer that a change in the infusion rate from 7ml/hr to 5ml/hr.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of a change in the infusion rate could not be verified due to the product not being returned for failure investigation. The root cause of this tubing failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.